Event description:
It was reported that during an transcatheter arterial chemoembolization (tace) procedure, the "wire was very stiff". The issue was noted during an attempt to access a small branch of the hepatic artery. No pt complications were reported. The device was exchanged for another and the procedure was completed successfully. Patient status was reported to be 'good'.

Manufacturer narrative:
The guide wire has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.